Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap hernia repair. According to the reporter: note was left on product on desk stating "product misfired". Product was discontinued from that surgery case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.